Event description:
Per the info provided to co by the physician's office, the device was removed because it "eroded into the groin". As reported to co, the pump and cylinders were removed, and the reservoir was left in place.